Event description:
Healthcare professional reported right side "rupture." Also reported "a bilateral exchange from textured to smooth due to concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, and yellow particles on the shell. After autoclave cycle were observed, cloudy color in the gel and voids. Based on the device analysis, the final assessment is: no openings were observed on the device.

Event description:
Healthcare professional reported, right side "rupture". Also reported, "a bilateral exchange from textured to smooth, due to concern with the product". Device has been explanted and replaced.